Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance measurement that was detected via the patient¿s home monitoring system. Troubleshooting was done and during surgical intervention the physician found out that the superior vena cava (svc) pin was not engaged to the device. The issue was resolved when the physician reinserted the svc pin. No other clinical observation was reported. The lead remains in service. No additional adverse patient effects were reported.